Event description:
Tech alleged that the head siderails will not latch in the up position unless the handles for the siderails are lifted up when the siderails are at the up position. No pt impact.

Manufacturer narrative:
The tech lubricated the siderail latch release handle to resolve the issue.